Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the patient presented for in clinic follow-up with oversensing exhibited by the implantable cardioverter defibrillator. The device was over-sensing the patient's left ventricular assist device (lvad). Programming interventions were made. There was no patient consequences.